Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump battery went from 3 bars of power to 1 bar of power and then turned off unexpectedly. The pump was not available at the time of the call to troubleshoot. Customer support advised the reporter to try changing the battery cap as it had never been replaced. This report is made based on the allegation that the pump turned off unexpectedly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows no evidence of short battery life. All electrical current readings were found to be within specification. A visual inspection shows no evidence of moisture in the battery compartment or in the pump. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A test screen was inserted into the pump and display screen illuminated to normal contrast. Also unrelated to complaint, the internal battery was found to be corroded and unable to hold the charge. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.